Manufacturer narrative:
The device was not returned to zoll; however a team of zoll personnel went onsite to investigate the customer's complaint. The malfunction was duplicated and was determined to be related to excessive 02 pressure from a faulty regulator. Our investigation found that the high-pressure transducer which measures the o2 supply pressure had been damaged. The high-pressure tube that connects the high-pressure o2 inlet port to the transducer had also been damaged. The smart pneumatic module was replaced to resolve the malfunction. The device was returned to clinical use.

Manufacturer narrative:
The product has not been received for eval and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device displayed an "oxygen leak" message. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.